Event description:
"B subgl infra dc gels (unk size/MFR) for augmentation in 1981. Began to develop paresthesias in the l arm and underwent a scalex/1st rib resection for tos in 1991 which was successful for 6 wks and in 1992 had a l cx sympathyx. Of note is a h/o mva in 1990 with trauma to chest. The pt thinks the implants are decreased in size, l greater than r, with c/o pain local since the mva. Denies change in texture but c/o systemic sx's over the years including arthralgias (+ am stiffness)/myalgias (l greater than r, upper greater than lower), paresthesias/dysesthesias, spasms, swelling, fatigue, sleep disturb, frequent uri's, low grade fevers, hot flashes, tmjd, dental probs, visual changes, dizziness (vertigo), memory loss, dry mucus membranes, hair loss, rashes, oral sores, sens sun, cold (+ raynaud's)/chem, sob/choking sensation, cp, wgt gain, gi/gu disturbances, dyspareunia, and easy bruising. Pt is otherwise healthy."